Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported the device leaked cyclophosphamide between the cyclophosphamide syringe, and the port of the IV giving set during administration. The patient only received 550 mg of the intended 1110 mg dose. The remaining 560 mg of the medication was wasted. There was patient involvement, however, no report of adverse event.